Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving morphine (1 mg/ml, 0.9991 mg/day) via an implantable pump. It was reported the patient presented at the hospital leaking fluid. The hcp performed an exploratory surgery and planned to repair cerebrospinal fluid (csf) leak. It was discovered that the collet was not properly closed at original implant ((B)(6) 2020) and the catheter was disconnected and leaking both csf and morphine into the pocket. Cultures showed moderate amount of neutrophils but no infection. The pocket was irrigated and a new pump and pump segment were implanted on (B)(6) 2020. The existing catheter aspirated and csf flow visualized and confirmed. The pump was updated. The issue was resolved at the time of this report.